Event description:
An endurant stent graft system was inserted in the patient for the endovascular treatment of an abdominal aortic aneurysm. The lesion exhibited moderate calcification and no pre-dilation of the vessel was performed. It was reported that, during the advancement of the delivery system the proximal end of the delivery system became detached in vivo. The physician removed the detached proximal portion of the delivery system using a catching device. The physician used another stent graft delivery system to complete the procedure. Per the physician, the cause of the event was due to a product issue. No additional sequelae were reported and the patient is fine.

Manufacturer narrative:
Product analysis results are: the event was confirmed; the tapered tip had become disconnected from the delivery system. The root cause of the event could not conclusively be determined; however, a formal root cause investigation for endurant aortic delivery system taper tip detachments has been initiated based on similar events.

Event description:
Additional information received reported that guidewire support was maintained throughout the procedure.

Manufacturer narrative:
Corrected information: sex, no eval explain code. If information is provided in the future, a supplemental report will be issued.